Manufacturer narrative:
Investigation summary: 6 samples model 20019e were returned by the customer. It was reported that the set doesn't allow flush to be pushed through the y extension set. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of # samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. A device history record review for model 20019e lot number 20126554 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 y ext w/vlv ports & 2 sld clp sets were blocked/occluded and could not be flushed. The following information was provided by the initial reporter: set doesn't allow flush to be pushed through the y extension set.